Event description:
It was reported that during a surgical procedure the physician was utilizing a firstpass suture passer. Intra-operative the physician noted that the needle would not retract and was thus not functional. The procedure was completed using a competitor's product. No pt complications were reported as a result of this event.